Manufacturer narrative:
The surgeon reported that no system malfunction occurred during the procedure and that the patient's outcome was related to her state of health. Based on the information provided by the surgeon, it was determined that the da vinci si surgical system worked as intended, no system malfunction occurred and the system did not cause or contribute to the patient's demise.

Event description:
It was reported that post a successful da vinci si mitral valve repair procedure, the patient was unable to stabilize and the surgeon decided to complete the procedure via a thoracotomy. It was reported that the patient expired shortly after the procedure. Reportedly, the patient's demise was unrelated to the da vinci si surgical system.